Event description:
Status post bilateral subglandular inframammary gels for augmentation 8 yrs ago (pt has no records). Pt complains of decreased size for 1 1/2 yrs with local discomfort, particularly on left. Pt also complains of systemic problems. Pt denies history of trauma. Symptoms include arthralgias (positive am stiffness), myalgias, of left shoulder, dysesthesias/paresthesias, spasms, swelling. Adenopathy, chronic fatigue, hot flashes/sweats/chills, headaches, temporomandibular joint problems, dizzy spells, memory loss, costochondritis, pt is otherwise healthy.